Manufacturer narrative:
G4: (B)(6)2020. B4: 22sep2020. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01may2020. B4: 06may2020. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The touchscreen response was misaligned. The service technician calibrated the touchscreen; however, the issue persisted. The service technician replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
It was reported that the unit had a button on the touchscreen that was unresponsive. The touchscreen was calibrated and the issue improved; however, it recurred again shortly after. The device was in use at the time of the event; however, there was no patient harm.